Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Device explanted

Event description:
It was reported by the healthcare professional (hcp) that the patient with this pacemaker stated experiencing discomfort in the device pocket area, noting that the device had been implanted sub-muscularly by a plastic surgeon. The hcp inquired about which manufacturer offers the smallest pacemaker. Technical services (ts) addressed the inquiry and indicated that the mentioned device was likely the smallest available option but was a leadless pacemaker. Subsequently, a revision procedure was performed and this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported by the healthcare professional (hcp) that the patient with this pacemaker stated experiencing discomfort in the device pocket area, noting that the device had been implanted submuscularly by a plastic surgeon. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported by the healthcare professional (hcp) that the patient with this pacemaker stated experiencing discomfort in the device pocket area, noting that the device had been implanted sub-muscularly by a plastic surgeon. The hcp inquired about which manufacturer offers the smallest pacemaker. Technical services (ts) addressed the inquiry and indicated that the mentioned device was likely the smallest available option but was a leadless pacemaker. Subsequently, a revision procedure was performed and this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device explanted.